Event description:
It was reported that a user experienced a kinked infusion cannula, replaced the infusion set with new supplies, and later reported hypoglycemia approximately 3.5 hours after a full supply change while using a teflon inset (23", 6 mm). Symptoms included a blood glucose low of 60 mg/dl with nausea and visual halos. Outcomes included self-treatment with oral carbohydrate (rice cereal) with return to target glucose and no hospitalization. Troubleshooting and education were completed, including confirmation that the pump algorithm does not rely on the previous six hours after a fill-cannula for adaptation, and the user acknowledged understanding. Investigation included case review and user interview. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.